Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation with rapid ventricular rate. There was no information about therapy exhaustion but information suggests that there were several episodes with inappropriate shocks. This device remains in service. No additional adverse patient effects were reported.